Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undertermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk is associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We bacame aware on 10/22/2025 that a sign im nail implanted to repair a fracture was exchanged. The im nail was previously reported to the FDA as broken on (B)(6) 2025 with the patient identifier (B)(6). The im nail was replaced with an 8 mm x 380 mm standard nail per the sign technique manual.

Event description:
We bacame aware on 10/10/2025 that a sign im nail implanted to repair a fracture was found to be broken during a followup visit. Surgeon comment: "patient experienced severe pain when trying full weight bearing and x-ray shows implant breakage and fracture non-union."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk is associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.